Event description:
This lead was implanted on (B)(6) 2006 and was capped due to high pacing thresholds and loss of capture. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).